Manufacturer narrative:
During our examination of the returned device we were able to confirm the report; however, we were not able to determine with certainty the root cause of the event. Our quality control department verifies the correct bond length of this device and that there are no signs of defects. They also verify that the balloon material has flat, straight, and uniform folds. We recommend to reference the "information for use" booklet that is provided with this device prior to use. Particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. We also caution to not exceed rated burst pressure as rupture of the balloon may occur. Adhere to the provided balloon inflation pressure parameters. Over-inflation may cause rupture of the balloon with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures. Nevertheless, the appropriate individuals were notified of this matter and we will continue to monitor for similar reports.

Event description:
The patient was undergoing a tips revision procedure in 2008. They utilized another manufacturer's 14x4 balloon before placement of the advance 12x4 balloon through an 8fr sheath. The 12x4 balloon was inflated up to 5.5 atm's. The balloon was placed more proximal than the 14x4 balloon had been. The physician indicated the balloon had ruptured at 5.5 atm's and the distal tip of the balloon catheter had separated. The separated segment remained on the wire guide, and they were able to remove it over the wire through the sheath. The patient was kept overnight but is doing fine at this time. Patient is fine.